Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump need prime but will not complete process. The customer¿s blood glucose value was unknown at the time of incident. Customer also reported that there was crack from battery compartment to the bottom of the insulin pump and diminished battery life due to crack. The insulin pump will not be returned for analysis.